Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was returned for this investigation, and an image was provided by the customer. Picture review: droplets of water can be observed between the cover and body falling near the drain bag port. The fluid is leaking between the hot weld of the cover and body. The source can be confirmed it is the cassette fluidics that is leaking. Upon sample returned we confirmed the infusion port on the cassette body was cracked at the distal end and propagating toward the cassette. There were other stress marks on the edge of the port that were noticeable. The observed embrittlement on the port areas with fracture lines is possibly consistent with some type of environmental stress cracking. We attempted to replicate the crack by hammering with a pin into the port but it did not fail in a brittle manner. The potential root cause of the customer's complaint is related to environmental stress cracking which would not have originated from the manufacturing process. After an investigation of this complaint, it has determined that no further actions will be pursued at this time as the root cause is not known. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported cassette leakage occurred during vitrectomy surgery. The surgery was completed after a new replacement was used. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not returned for this investigation, however, an image was provided by the customer. Picture review: droplets of water can be observed between the cover and body falling near the drain bag port. The fluid is leaking between the hot weld of the cover and body. The source can be confirmed it is the cassette fluidics that is leaking. The root cause of the customer's complaint is related to a hot weld plate error during the cassette assembly process. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).